Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the gantry fans were replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The gantry fans were returned to the manufacturer for evaluation. Testing found that both fans had broken blades due to impact. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, a "banging" noise emitted from the gantry of the imaging system during an image acquisition. It was noted that the image was sufficient and could be used for navigation. A second image acquisition was attempted later in the procedure and the image could not be performed. There was no reported impact on patient outcome. The next day, during troubleshooting, the imaging system was able to perform image acquisitions but an unintended noise emitted from the gantry. No additional information was provided.